Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the event resolved.

Manufacturer narrative:
Continuation of d10: product ID a810: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver hydromorphone. It was reported that the healthcare provider (hcp) changed the concentration of the medication but did not program the pump to reflect the change. The patient went back on (B)(6) 2025 to correct the pump. Technical services calculated that the old concentration of 20mg/ml and 19.7mg/day had all been delivered. Technical services recommended updating the programming and explained that no bridge bolus was needed. Technical services reviewed the current actual dose was 1mg/day. The catheter volume was 0.169ml.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.